Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted omentum firmly adherent to the old mesh, which required tedious dissection. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted upon entering the abdomen, he took down an extremely thick layer of scar tissue to reveal the old mesh, part of which was loose. The loose mesh, a large amount of scar tissue, and omental adhesions were removed. It was reported that the patient had hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, chills, inflammation, and loss of appetite. Other procedure is captured under separate file. No additional information was provided.